Manufacturer narrative:
During investigation, it was noted that the air leakage and water tightness failure was due to broken connector. However, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was found during device inspection that the camera head had air leakage at the connector section. Additionally, it was noted that the main body and image sensor was flooded, and scope mount was corroded. There was no patient involvement.